Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported by patient that entire box of infusion set was bending with minimal contact (e.g., purse or light pressure), and sites fail within 24hrs which led to hyperglycemia 401mg/dl value and low ketones and also reported the symptoms including nausea, dehydration, frequent urination, headache, chills during the event on 04 apr 2026. This emdr is being submitted for an unknown number quantity.